Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine device check showing sveral instances of pacemaker mediated tachycardia. Patient was asymptomatic. It was also noted that patient was positive for retrograde conduction. Programming changes were recommended.